Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was found to be torn after implantation. The procedure completed on same day and lens remains implanted. There was no patient harm.